Event description:
The manufacturer's representative reported that the physical therapist reported to her that the patient had undergone catheter revision approximately one month after a pump implant. No reason for the revision was reported. The pump contained normal saline. Refer to manufacturer's report# 2182207-2007-01778.